Manufacturer narrative:
Continuation of d10: product ID: fg15150-0615-1s (lot: 229434326); product ID: apb-5-20-hx-ss (lot: 223613599). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular procedure involving the pipeline embolization device 5x18 shield flex, an aneurysm was present in the right internal carotid artery in the ophthalmic segment, characterized as unruptured and saccular with a maximum diameter of 7mm and a neck diameter of 5mm. Landing zone: distal: 4 mm and proximal: 5 mm. During the procedure, a fish mouth was observed in the stent during uncapping, necessitating its removal and replacement with another stent, the vantage, which functioned satisfactorily. Additionally, a microspring did not advance for delivery and became stuck, requiring replacement with another spring. The procedure involved aneurysm embolization with a flow diverter and microcoils, accessed via the right femoral artery with a diameter of 8mm. Dual antiplatelet treatment was administered, and the angiographic result post-procedure was satisfactory. The vessel tortuosity was minimal, and the blood flow was normal. The stent and catheter were removed and replaced, and the procedure was completed without extending hospitalization or causing injury.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex shield was found stuck inside the distal tip of the phenom 27 catheter, within the inner pouch, outer carton, bio-hazard bag, and shipping box. ¿ damage location details: both the distal and proximal dps restraints were intact. The dps sleeves showed no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The braid's distal end was not opened and frayed. The proximal end was found to be open with no damage. The pushwire showed no bends, and there were no defects observed in the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. The catheter tip and marker were examined, with no damage found. However, the catheter body was found to be accordioned from 2.0 cm to 10.0cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the pipeline flex shield was pushed out from the catheter lumen with difficulty. The total and usable length were measured within specifications. The catheter was flushed with water and found to be patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub without issue; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer report of "failure to open at the distal end" was confirmed, as the braid's distal end was not open and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid, or deployment of the braid in the vessel bend. The customer indicated that the vessel tortuosity was normal and the braid was not positioned in the vessel bend, which rules these out as potential causes. It is possible that the damaged braid contributed to the failure to open. Braid damage can occur due to resheathing more than 2 times, over-manipulation, deployment technique, resistance encountered when advancing or retracting the delivery wire, or deploying/re-sheathing the braid against resistance. Additionally, the customer's report of "resistance during delivery/retrieval" was confirmed, as the pipeline flex shield was returned stuck inside the distal tip of the phenom 27 catheter. Both the pipeline flex shield and the catheter were found to have damage. The observed damage to the catheter (accordioning), braid (fraying), and hypotube (stretching) suggests that high force was applied. This damage may have resulted from the customer¿s attempts to advance or retrieve the pipeline flex shield through the catheter against resistance. Possible resistance causes include vessel tortuosity and a lack of continuous flush with heparinized saline during delivery. The customer indicated that the vessel tortuosity was normal and a continuous flush was used, which eliminates them as potential causes. The root cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the cause of the fishmouth and coil resistance was not known. The resistance occurred in the distal section of the catheter. The coil came out of the introducer sheath smoothly. Continuous saline lavage was administered and maintained as indicated in the IFU. The pipeline was completely frayed distally. There was no bending/damage to the catheter after removal. The distal section of the pipeline did not open. The pipeline was not placed in a curve when it failed to open. Additional steps or attempts by other devices to open the pipeline included that there was an attempt to reposition, without success. There were no attempts with other devices, the pipeline was not implemented. There were no problems with the phenom catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.